Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacing system had a syncopal episode and fell to the ground. The patient's son reported the patient had no pulse and was not breathing, but came to once CPR was started. No episodes of asystole were documented on telemetry. A device evaluation was done and noise with oversensing was present on both the right atrial (ra) and right ventricular (rv) leads. The ra lead had impedances >2500 ohms and no capture as well. The rv lead had impedances from 160 to 560 ohms and capture was noted to be related to the patient's position; the lead impedance was 700 ohms one year ago. At the time of the check, the patient was in sinus rhythm and the field representative discussed programming options with boston scientific technical services (ts). Additional information was received that the device was programmed to vvi 60 and rv outputs were increased and the lead safety switch feature was turned on. The information was reviewed with the patient's physicians and the patient will be followed in the clinic. No additional adverse patient effects were reported, and the system remains in service.